Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following the ipg replacement procedure on (B)(6) 2020 ( reference manufacturer report number: 1627487-2020-21315) the patient was still experiencing pain at the ipg site. As a result, the patient had the ipg pocket moved slightly higher in the flank on (B)(6) 2020. Surgical intervention addressed the issue.